Event description:
Caller reported a tandem mobi cartridge alarm occurring during the load process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer reverted to manual injections for insulin therapy.